Manufacturer narrative:
Product ID 39286-65, serial# (B)(4), implanted: 2009 (B)(6), product type lead, product ID 37752, serial# (B)(4), product type recharger, product ID 37743, serial# (B)(4), product type programmer, patient (B)(4).

Event description:
It was reported that the patient had the device removed due to an infection.